Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If the device will send in for investigation and a technical investigation report is available, a follow-up will created note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in bulgaria: "underinfusion" customer information: during patient infusion which was initiated on (B)(6) 2020 at 13.00.45 h with the following parameters: volume to be infused- 1020 ml. Duration ( time )- 20:00 hours. On (B)(6) 2020 at 08.16.57 a clock it was noticed that the infusion pump displays 48 ml as remaining volume to be infused, but in the infusion container there is visibly significantly larger volume ( around 400 ml ).

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the investigation of the device history the reported infusion therapy could be found. Furthermore it was possible to detected that the infusion therapy was three times interrupted by an air rate alarm. At the end of the infusion therapy a total administered volume of 976,95 ml was stored in the device history. During the investigation of the history log files no abnormalities could be detected. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the seal on the lower housing were available. Two of the cover caps were damaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +1,89 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Furthermore the pump was started with a rate of 250ml. With the help of a syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. The air sensor works within according the specification. Due the results of the previous investigation only the housing part was removed and the inside of the device was investigated. No soiling or visible damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.